Manufacturer narrative:
New info received from the field notes that the device is functioning properly and the physician elected not to change the device at this time

Event description:
Information received from the field notes that the patient complained of being tired when active and shortness of breath. Th e device exhibited inappropriate rate modulated response.